Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose (bg) measuring 547mg/dl with drowsiness. The patient alleged that elevation occurred from receiving call service alarm (064) due to blockage in tubing. The patient reports being out of cartridges and was re-using them. Customer technical support (cts) was unable to complete troubleshooting of the call service alarm at the time of the initial call. A follow up call by cts to complete troubleshooting was done. At that time the reporter alleged patient was hospitalized for the high bg issue. The reporter was unable to provide any details of the hospitalization. No further troubleshooting of the pump was able to be completed. An additional attempt was made to complete troubleshooting but was unsuccessful. This complaint is being reported for alleged hyperglycemia associated with pump use for which it was determined that diabetes management related to the lack of proper supplies as well as training misuse associated with the re-use of single-use supplies which may have been associated with the occlusion during the prime step as indicated by the call service 064 alarm were contributing factors.